Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 29 charging cycles was documented. The ICD was implanted for 70 months; 29 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Furthermore the memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the atrial channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional.

Event description:
The atrial lead had consistent noise present, however when the atrial lead was plugged into the new device at change out no noise was present. The device was explanted due to eri but analysis on the header was requested due to noise. When the device was returned for analysis, we were informed the 'patient had a traumatic event to the device years ago. After the traumatic event, the atrial lead in the device quit working. Nothing but noise.' No additional information about this event was provided. This device is at eri indication and has met longevity estimates.